Manufacturer narrative:
Estimated based on aware date.

Event description:
It was reported that a balloon hole was noted. During the procedure, this 7.0 x 40 mm mustang balloon was determined to have a hole. The procedure was successfully completed with a different device.